Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, ¿it is punctuated by a few granulomas¿ photo analysis visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ hematoma: unable to observe as it is not related to the device. ¿ necrosis: unable to observe as it is not related to the device. No additional observations.

Event description:
Healthcare professional reported left side device rupture, capsular contracture, baker grade unknown, hematic effusion, and ¿deposits on one of its slopes eosinophils that seem to correspond to ranges of steatonecrosis¿. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to anatopathology for analysis which found a thick, scarred collagenic shell punctuat6ed by a few granulomas, a minimal lymphoid infiltrate and the absence of any element suspected of malignancy.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on the posterior side assessed as fold flaw opening. ¿ granuloma: unable to observe as it is not related to the device. ¿ hematoma: unable to observe as it is not related to the device. ¿ necrosis: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, non-penetrating nicks, particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device rupture, capsular contracture, baker grade unknown, hematic effusion, and ¿deposits on one of its slopes eosinophils that seem to correspond to ranges of steatonecrosis¿. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to anatopathology for analysis which found a thick, scarred collagenic shell punctuated by a few granulomas, a minimal lymphoid infiltrate and the absence of any element suspected of malignancy.